Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 1st surgery, the blade was positioned outside the nail. 2nd surgery was needed in less than 1 week.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: 1 unknown nails: pfna/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) broke post-operatively. The devices were implanted on (B)(6) 2015 and the revision surgery was performed on (B)(6) 2017. Concomitant reported part: 1x unknown pfna blade. This report is for 1 unknown nails: pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Original awareness of event occurred sometime between (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that during the revision procedure, all the implants were removed and new implants were placed.

Manufacturer narrative:
A product investigation was completed: on the provided x-ray a broken nail is visible, therefore this complaint is confirmed. Product was not returned and no part and lot number was provided, therefore no investigation is possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.